Event description:
It was reported that the block cause and incorrect cut. Surgery time was extended 30-60 minutes to correct.

Manufacturer narrative:
Review of the device history record shows no issues. The affected product was returned. The dimensional inspection was completed with acceptable results. Per the engineering investigation, segmentation of the femur is acceptable per quality segmentation standards. Alignment of the femur is unacceptable per surgical preferences. The surgeon notes specify a standard to aggressive anterior cut with the cut being flush against the shaft. This anterior cut processed in the virtual alignment seems to be aggressive. The cut appears to just barely notch the shaft by half a millimeter. This would be acceptable for some surgeons, but could be considered too aggressive for others. As a result of the investigation, the primary root cause of this issue is human error due to alignment. The investigation engineer notified the product development engineer responsible for processing the case of the reported complaint. The product development engineer responsible for processing the case reviewed the alignment errors and retrained on the alignment standard (B)(4). All additional employees involved in the design, manufacturing, and inspection of the quality of the product were informed of the complaint.